Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing numbness and pain at the ins site. The patient did not feel stimulation continuously, only when it was adjusted. The patient noticed that they were voiding more than before receiving the implant. The patient was previously reprogrammed but did not find that it made a difference. Undesired sensations were also noted. The patient was considering explanting the device altogether. The patient also noted that their blood pressure had dropped since receiving the implant. Their cardiologist planned to assess this further. The patient did not want to make any adjustments to their stimulation until after meeting with their cardiologist. The patient was also encouraged to speak with a urologist. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator was experiencing numbness and pain at the ins site. The patient did not feel stimulation continuously, only when it was adjusted. The patient noticed that they were voiding more than before receiving the implant. The patient was previously reprogrammed, but did not find that it made a difference. Undesired sensations were also noted. The patient was considering explanting the device altogether. The patient also noted that their blood pressure had dropped since receiving the implant. Their cardiologist planned to assess this further. The patient did not want to make any adjustments to their stimulation until after meeting with their cardiologist. The patient was also encouraged to speak with a urologist. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, hypotension, incontinence, numbness, undesired sensations, and implant pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.